Event description:
It was reported that the patient¿s pump stalled two times yesterday, (B)(6) 2015, once at 2:30pm and once at 8:00pm. The patient heard the critical pump alarms. The patient was home at the time of the stalls but the reporter did not know what the patient was doing. Both stalls recovered yesterday but the reporter did not know how long of a time the pump stalled for prior to it recovering. It was not known if there were any other critical events in the logs. The reporter also stated they did not know if the patient had symptoms but did not think that would occur because the pump had not been implanted for a long time and the patient was on a low dose. On (B)(6) 2015 the reporter was going to see the patient and the healthcare provider to discuss options. The patient just heard beeping, no exact symptoms. The cause of the motor stall was unknown, the patient did not have an MRI. Troubleshooting included reading the logs. As of (B)(6) 2015 the patient had not reported any other events to the office. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).